Manufacturer narrative:
Insulin pump received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Insulin pump received with cracked case battery tube. The test reservoir stay locked in place note. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack along the battery compartment. No harm requiring medical intervention was reported. The device will be returned for analysis.